Event description:
Customer reported receiving an error message on her locked freestyle flash meter. While assisting the customer, it was discovered the device had become unlocked with the uom selectable. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
F/u report will be submitted if the product is returned for eval.